Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, after altis sling was implanted, prior to final tensioning, it was discovered during cystoscopy that the dynamic side anchor has been passed through the proximal urethra, very close to the bladder neck on the patient's right side. The dynamic anchor was lodged into the obturator membrane after having passed through the urethra. Sling was cut out and successfully removed from the patient except for the anchors, which both remain in the patient's obturator membranous area.